Event description:
A malfunction was reported with code malf 9, but no notable events occurred prior to it. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose.